Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient expired. In (B)(6) 2016, a 24mm watchman ® laa closure device was successfully implanted during a laa closure procedure. In (B)(6) 2016, the patient went into full cardiac arrest and expired. The cause of death was not known.